Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
A malfunction alarm, identified as malf 12, occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. The customer was informed they could continue using the pump and advised to contact support if any further issues arose.